Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v759963, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient hadn¿t felt stimulation sensation for a week or two. The morning of the report stimulation was at 1.1, the patient had turned it up to 3.7, and she couldn¿t feel the stimulation sensation. On the day of the report, a patient had to go to the emergency room (ER) for her back, and at the ER she was told that she had a really bad bladder infection. She was told that she¿d had it for a while. This was the first time the patient had an infection since having the device implanted. The patient thought the device wasn¿t working or the battery might be dead. The patient was able to successfully sync with the implantable neurostimulator (ins) and decrease stimulation. The patient planned to call her managing healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.